Event description:
My son was diagnosed as a type 1 diabetic on september 1st. He started dexcom 10/1 about a month later he was getting these chemical burns in him from the adhesive. I reached out to dexcom and they told me to use flonase or benadryl. I joined some (B)(6) groups and realized this was happening to many people. They have good advice to help prevent them, but it is costly, and these poor patients have enough to deal with and making claims frequently and buying other patches to save their skin from burns is crazy. FDA safety report ID # (B)(4).